Event description:
It was reported that a trained physician attempted an arteriotomy closure using the starclose device after an interventional procedure. Within 24 hrs post procedure the pt experienced claudication. A balloon was used to dilate the stenotic portion of the blood vessel. Reportedly, the pt is doing well. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.